Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician indicated that the unit was pulled from service for evaluation following the event. During the repair process, three fuses blew out. Flames were noted local to the fuse on the third attempt. The biomed is waiting for the parts to perform the repair. The current repair status is not known. A review of the device manufacturing records was performed on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility reported that a granuflo ii machine blew fuses and caught fire. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. The biomed confirmed that hospital grade ground fault circuit interrupter (gfci) outlets are used at the facility. The biomed revealed that the flames were local to the fuse and went out when the machine was turned off. No fire alarms/detectors were triggered and no treatments were interrupted. The biomed stated that the parts are on backorder and the machine remains out of service. No parts were available to be returned to the manufacturer for evaluation.